Event description:
It was reported that after implantable neurostimulator (ins) replacement, the patient developed a tic in the arm similar to tourette's. It was noted that the symptom was not present prior to ins implant but had facial tics prior and post ins implant. The arm tic was painful. The patient thought that the pain from the arm tic was relieved if the battery was kept closer to the head by moving the shoulder up. When the ins was turned off, the tic went away. The patient thought there may be an exposed wire in the shoulder near the ins. The patient attempted to make adjustments to voltage and amplitude with no resolve. Information omitted, pe# (B)(4) (suicidal), pe# (B)(4) (loss of coupling), pe# (B)(4) (emi, ins off), pe # (B)(4) (ins depletion). Additional information received reported that diagnostics were performed on the device. It was possible that the tics were related to the ins system. It was noted that there would be monitoring. It was noted that the patient was doing better. Information omitted, pe# (B)(4) (suicidal), pe# (B)(4) (loss of coupling), pe# (B)(4) (emi, insoff), pe # (B)(4) (ins depletion).

Manufacturer narrative:
Product ID: 3391s-40, lot# v259776, implanted: (B)(6) 2011, product type: lead. Product ID: 3391s-40, lot# v259776, implanted: (B)(6) 2011, product type: lead. Product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 64002, lot# n306623, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).